Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture threshold. The lead was capped and replaced during a normal device change out procedure. The patient experienced no adverse consequences. The patient recovered well.